Manufacturer narrative:
The x-ray provided by dr. Shows implanted stem being undersized and addition to displaying subsidence. There is no sign of device malfunction. Most probable cause is stem selection by surgeon and/ or surgical techniques. This event is reported since it falls under adverse event definition. No issue or concern with product.

Event description:
Patient presented with subsided undersized femoral stem and associated thigh pain. Surgeon performed revision surgery, removing the stem and replacing with other brand stem.